Event description:
It was reported that during a stenting treatment procedure a vessel dissection occurred. The 90% stenosed target lesion being treated was located in the mildly calcified and moderately tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 2.75x8mm non-bsc balloon catheter. A 2.75x20mm taxus liberte stent delivery system (sds) was then advanced to the lad with difficulty and deployed at 12atm. Following deployment, a vessel dissection was noted at the distal end of the taxus liberte stent. Another taxus liberte sds was advanced and deployed overlapping the 2.75x20mm taxus liberte stent. No further patient complicatios were not reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).